Manufacturer narrative:
There was no device damage or defect found. The reported issue could not be reproduced. Pericardial effusion is a potential clinical risk associated with the acqcross device, which is the same as the risk of a procedure performed with similar, competitive devices. No non-conformances were found after analysis of production records. Correction: h6

Manufacturer narrative:
The device has not been returned for analysis, but is expected. Investigation findings and conclusions pending the completion of device analysis. Device is not distributed in the us.

Event description:
During a cryo ablation procedure the initial acqcross device was replaced due to difficulties removing the guidewire. Prior to the transseptal puncture with the replacement device, the physician shot contrast and observed a slightly strange angle of the needle however the septum was staining beautifully. He noted that the needle/sheath was in quite an upright position with not much curve. The physician completed the transseptal puncture and injected contrast to confirm his placement in the la. The contrast seamed to head superiorly and to highlight the vessels that come off of the aorta. At this point, the physician was suspecting that the aorta had been punctured. He called for protamine to be administered to the patient and called for a cardiac echo. The patients blood pressure was normal. The fluro images were reviewed by two physicians. The echo was then performed and a small pericardial effusion was noted, so small that it could have been present prior to the procedure, it was not clear. The physician aborted the procedure and waited 15 min to redo the echo of the patient's heart. The effusion persisted but had not changed in size. The patient remained stable with no changes to blood pressure. The patient was admitted overnight and was rescheduled for the procedure at a later date.